Manufacturer narrative:
(B)(4). The complaint was confirmed. The field service representative (fsr) was called to analyze and repair the unit. A solenoid valve was found to be the source of the noise and replaced. The valve was returned to the manufacturer where visual review of the valve indicated that debris and corrosion would have created a chattering valve (noise). A MDR remediation activity related to manufactured devices with a FDA product code ¿dwc: controller, temperature, cardiopulmonary bypass heater cooler" was conducted. This report is a result of the ¿heater ¿ cooler response remediation protocol 02-jun-2016.

Event description:
It was reported that during the use of the device for a non-clinical activity, the cooler heater unit was making loud noises. Unit is running constantly so it is ready, if needed, for a back-up. This is a spare unit. There was no patient involvement.